Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method - indications for use. The proglide device is indicated for delivery of suture for closing the common femoral artery access sites of patients who have undergone diagnostic or interventional catherization procedures using 5f to 8f sheaths. The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, "the needles did not engage." The device was removed and a second proglide device was used to achieve hemostasis. After the procedure, a 0.7cm hematoma developed, which resolved 28 days later without treatment. There were no reported adverse patient effects. Though requested, no additional information was provided.